Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Not all connectors were engaged during tigerpaw system ii device use. An alternative device was used to complete procedure. No known patient effect. No known blood lost referred to this event.